Event description:
Additional information was received that stated the patient was seen for follow up and noted a slight improvement in dryness. Punctal plugs were placed in upper and lower lids. The patient continues with artificial tears and cyclosporine ophthalmic emulsion eye drops. Patient expected to follow up at a later date.

Manufacturer narrative:
Additional information: logfiles review shows that all started treatments were completed to 100 % and all laser system functions were within specifications at this day. The system history shows that the laser was verified successfully prior and after the date of treatment. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4).

Event description:
An optometrist reported a bilateral case of moderate dry eye, photophobia, and fluctuating vision at three months post lasik treatment. The reporter indicated patient was instructed to increase the use of artificial tears and an ophthalmic over the counter eye ointment at night. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye. An attempt was made to obtain additional information regarding the status of the patient. No additional information has been provided at this time.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. An attempt was made to obtain additional information regarding the status of the patient. No additional information has been provided at this time. (B)(4).

Manufacturer narrative:
Additional information provided. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received; patient reports minimal improvement in dryness with mild superior punctate keratitis noted; she continues to notice vision fluctuations. The patient is instructed to begin ophthalmic ointment every night, continue current regimen as previously prescribed, and adjust environment to alleviate symptoms.